Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist needle driver was found to have the tip tight, and the movement was not smooth when moving. The same instrument was used to continue the surgery. There was no report of fragments falling inside the patient. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon had a back-up instrument but wanted to convert to laparoscopic surgery. There was no other reason to convert the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the wristed needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was retested and passed on both attempts. The instrument was fully functional. The housing was removed for inspection and found no damage. There was no problem detected.